Manufacturer narrative:
Should this lead be returned, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, resistance testing was completed to assess the leads electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis could not determine a reason for the reported clinical allegation.

Event description:
Boston scientific received information that three days post implant, this atrial lead was dislodged. A revision procedure was performed, this lead was removed, replaced and returned for analysis. No adverse patient effects were reported.